Event description:
It was reported that during preparation of an ultrasound-guided breast biopsy procedure, a piece of plastic was allegedly found attached to the surface of the needle. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device been returned to the manufacturer for evaluation.the investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one encor probe was received for evaluation. Upon visual evaluation, the device was received with protective tubing seated on the probe needle. Thorough examination of the needle protector showed skiving throughout. The needle protector was carefully removed for further examination of the needle. Residue of needle protector was observed on the distal portion of the needle. Dried blood on the tip of the needle was observed. The aperture appeared to be closed. Functional testing was not required due to the nature of the reported event. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material issue as the material residue from the needle protector was found on the tip of the needle. A definitive root cause for the reported device contamination with chemical or other material issue was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 expiration date: 07/2025. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the piece of plastic was allegedly found to be attached to the needle. The procedure was completed using another device. There was no reported patient injury.